Event description:
Reportedly, the device would not discharge defibrillator energy to a pt on the first two attempts. With the third attempt, the device successfully discharged defibrillator energy to the pt.